Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the medstation es aux 7 drawer, the fse test confirmed that the drawer did not stay closed. According to work order: (B)(4), the field service engineer (fse) reported that the retractor band failed and cut the pyxis cable, which caused damage to the module controller. The retractor band and controller were replaced, firmware was updated, and hardware tests confirmed all components were working properly with no further issues. Laboratory visual inspection confirmed that the assy retractor dwr hh cubie (p/n: 353844-01) received has physical damage; several cuts and bends were observed on the flat flex cable, and there are some missing assembly parts. Additionally, the pcba pmc v1.06/v0.09bl hh (p/n: 151630-01) received exhibited thermal damage at component c401. Dchu performed a continuity test with a digital multimeter testing (dmm) on an esd protected surface, the test was focused on fuse 201 which resulted with an open circuit confirming that the pcba was not in operating condition. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the reported issue with the bd pyxis medstation es aux full height cubie drawer not staying closed was traced to severe damage to the assy retractor dwr hh. The flat cable exhibited multiple bends, cuts, and missing assembly parts, which prevented the door from closing properly. Additionally, the pmc hh sustained damage when the retractor band met the energized pmc board, causing capacitor c401 to blow and resulting in thermal damage. Consequently, fuse f201 opened its circuit to prevent collateral damage to the unit.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7.1 failed to stay closed. The customer opened the back of the station and found broken white strip. As per part investigation, it was determined that there was the flat cable exhibited multiple bends, cuts, and missing assembly part. Additionally, the retractor band met the energized pmc board causing capacitor c401 to blow and resulting in thermal damage. There were no adverse events or injuries reported based on this event.